Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented after receiving inappropriate shock therapy. Upon interrogation, it was noted that the right ventricular lead exhibited loss of capture, r-wave amplitude variation, and oversensing. It was also noted that the oversensing began after the patient experienced a fall on (B)(6) 2020. The physician suspected lead dislodgement. The physician attempted to reposition the lead on (B)(6) 2020 but the helix was unable to extend. The lead was explanted and replaced. The patient was in stable condition.